Manufacturer narrative:
The investigation consists of log evaluation of a device ventilator and information received by our field service engineer (fse). According to the information provided by our fse, who examined the compressor on-site, he found that the air-filter/water-trap was missing/removed by the time fse came to do the repair. Once a new air-filter/water-trap was installed, the unit worked according to specifications and it was sent back to clinical use. Evaluation of the device logs confirmed that a low air pressure alarm was generated together with an o2 concentration high alarm. The technical logs do not show any evidence of ventilator's malfunction. A leakage in the air-filter/water trap on the inspiratory side of the ventilator will lead to insufficient supply of gas to the ventilator and this will cause the ventilator to generated several visible and audible alarms regarding leakage in the system and low gas supply pressure. Our conclusion is that the most likely cause of the low air pressure from the compressor connected, was a leakage in the air-filter/water-trap device.

Event description:
(B)(4).

Event description:
It was reported that the compressor had low air pressure. There was no patient involvement reported. (B)(4).